Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1249062. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 1253885. Medical device expiration date: 2023-01-31. Device manufacture date: 2021-09-10. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "the tubes fill up more than usual and this causes problems during analysis on the sedimentation rate analyzers."